Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. The actual insulin pump in use was a model mmt-544 paradigm real-time veo insulin infusion pump and it is similar to the mmt-522 paradigm real-time insulin infusion pump that is available in the USA.

Event description:
The customer reported being hospitalized due to high blood glucose levels. Performed the high pressure test and it failed. Nothing further was reported.